Event description:
Complainant purchased the product nearly a year ago and stored it in cabinet at home. Instesd of carrying a large bottle of solution on vacation they decided to carry this product because it was in a smaller container. The following morning after arriving at destination they removed the overnight solution from one lens and poured some of this product on the lens. They lifted the lens from the carrying case and placed it on eye and immediately felt a "burning sensation." They removed the lens and rinsed eye with water. After eye felt better they went to a local drug store to purchase a name brand contact solution. When they went back to retrieve contact lenses they noticed that the "rim of the contact lens appeared rippled." They rinsed it with the name brand solution and placed it on their eye with no problem. Contacted the distributor and was instructed to return the product to the store of purchase and they will send the product for analysis. Complainant did not want the firm to analyze the product so they were then instructed by another individual to contact the FDA. Complainant returned the product to the store of purchase for analysis.